Event description:
It was reported the upper lcd (liquid crystal display) does not change when rate, atrial, and ventricular output knobs are adjusted. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Settings not adjusting due to lcd (liquid crystal display) not displaying correctly. Printed circuit board flex connection was opened up and left open (note that there is evidence of a non medtronic person disassembling and reassembling) . Flex is also crimped. Upper and lower cases, both bail covers, ring cover, and battery drawer are broken. Battery release and lead flex cover are contaminated. Battery contacts are compressed. Both bails and ring are missing. Keyboard window is scratched. Lcd display is missing columns.